Event description:
It was reported that the tubing had a hole noted in the silicone segment. Although requested, there is no further patient or event information provided.

Manufacturer narrative:
The customer¿s report that the tubing had a hole noted in the silicone segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during initial visual inspection. Functional testing found the set leaked from the middle of the silicone segment. Closer inspection observed that the leak is due to a hole on the silicone segment. No tool marks or crush marks were observed on the silicone segment. The set leaked from a hole in the middle of the silicone segment, no other leaks were observed. The root cause could not be definitively determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing had a hole noted in the silicone segment.